Manufacturer narrative:
Additional information: e2 is unknown (initilaly it was submiited has "other healthcare professional") & e1(event site postal code - (B)(6). It was being reported that during a routine check by the hospital biomedical engineer the cs300 intra aortic balloon pump (iabp) gives autofill fail error. There was no involvement of the patient. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and checked that the device gave an autofill fail error. Error logs were examined. In the required part fault detection will be completed after the parts are replaced battery,12v, safety disk and purge valve assembly) so, that after the replacement machine is working okay and it is being handed to the customer in working condition. There is no death or injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. It was being reported that during a routine check by the hospital biomedical engineer the cs300 intra aortic balloon pump (iabp) gives autofill fail error. There was no involvement of the patient. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and checked that the device gave an autofill fail error. Error logs were examined. Fse recommended to replace the battery,12v, safety disk and purge valve assembly but customer decided to not purchase the parts. The investigation shall be closed now, if any new repair information comes, the complaint will be reopened and update it.

Event description:
N/a.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) had an autofill error. The device has been in storage for approximately 4 years. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp)had an autofill error.

Manufacturer narrative:
Due to character restrictions in (B)(6). A supplemental report will be submitted upon completion of our investigation.